Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the up button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The ok, up, and backlight buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery function. The keypad was removed and corrosion was observed under the button contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The reporter claimed that all keypad buttons were unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.